Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that there was an alleged inaccuracy. After registration, the surgeon felt that he was accurate and felt accurate all throughout the case. Then suddenly, he felt inaccurate and was inaccurate on the face when touching known anatomical landmarks. At this point, navigation was aborted and the surgeon proceeded with the case. This caused a 5 minute delay but no other patient impact.